Event description:
It was reported that while testing with the bd max¿ system, bd max¿ instrument, a false positive result was obtained. Confirmatory testing was performed using an unspecified competitor device and the results were negative. Erroneous results were not reported out, and there was no patient impact. The following information was provided by the initial reporter: all 4 bd max systems report false positive results, various assays are affected (viasure, biogx). Suspected contamination within the premises. A "real" amplification can be seen in the curves and not a problem with the device.

Manufacturer narrative:
Initial reporter phone number: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive" result. Customer reported that they are receiving false positive results across multiple assays with different technicians. Service reviewed database and log file and determined that the customer site is contaminated and that there are no instrument issues. Application specialist discussed the issue and provided recommendations to the customer to resolve and prevent contamination. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2016, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No sample was returned for investigation, therefore returned sample analysis was not performed. Root cause is determined to be due to contamination. The complaint is unconfirmed as the issue was due to contamination.

Event description:
It was reported that while testing with the bd max¿ system, bd max¿ instrument, a false positive result was obtained. Confirmatory testing was performed using an unspecified competitor device and the results were negative. Erroneous results were not reported out, and there was no patient impact. The following information was provided by the initial reporter: all 4 bd max systems report false positive results, various assays are affected (viasure, biogx). Suspected contamination within the premises. A "real" amplification can be seen in the curves and not a problem with the device.